Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings. During investigation, the battery compartment was found to be cracked. Additionally, there was moisture found within the pump and a leak test failed due to a battery compartment leak. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, moisture within the pump and a battery compartment leak. This report is made based on results of investigation completed on (B)(6) 2017.